Manufacturer narrative:
Additional data: h6 - work order search: no similar complaint was reported for units within the same lot. Corrected data: b5: the reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -12.50/+3.0/094 (sphere/cylinder/axis), in the patient's right eye (od) on (B)(6) 2023. The lens was explanted on (B)(6) 2023 due to lens too long. Surgeon preference to change. The lens was replaced with a shorter lens and the problem was resolved. The eye is good. D2: common device name: phakic toric intraocular lens: product code: qcb. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted an evo icl implantable collamer lens into the patients eye. The surgeon reported an overvault of the lens. The lens remained implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
A2: unk. A3: unk. A4: unk. A5: unk. A6: unk. B3: unk. D4: expiration date unk. D6a: unk. D6b: unk. H4: unk. Claim # (B)(4).